Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the procedure, the valve was recaptured with the initial delivery catheter system (dcs) three times due to dislodgement. The system was removed and a different transcatheter bioprosthetic aortic valve was loaded on a different dcs. Upon partial deployment, this valve was re-sheathed and recaptured due to dislodgement. Subsequently, the valve was then successfully implanted. It was noted that the patient's bicuspid anatomy contributed to the dislodgement. An echocardiogram identified mild paravalvular leak (pvl) with this implanted valve. Treatment was not reported for the pvl. No adverse patient effects were reported. Additional information was received which indicated that in regards to the first attempted valve dislodgements, the patient¿s anatomy was not compatible. No additional adverse patient effects were reported.